Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unknown issue. This was found before use. There was no patient involvement. No additional information is available. This is report 6 of 6.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 12, 2012 ¿ october 15, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. During visual inspection black spots ranging in size from 0.01 ¿ 0.1 mm were observed on the outer surface of the tubing of the device. The cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.